Manufacturer narrative:
Investigation included a review of synced device data and user coaching. Investigation of this case revealed that insulin delivery was occurring while glucose remained high, consistent with a possible infusion site issue such as scar tissue or cannula malposition. It was concluded that the cause of hyperglycemia was unclear, and user re-sited the contact detach steel 6 mm infusion set and continued with prefilled insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a caregiver observed persistent hyperglycemia despite the ilet delivering insulin, with an apparent rapid loss of a reported 150 units after a recent supply change; troubleshooting suggested a possible occlusion due to a bent cannula or infusion over scar tissue, and a full supply change with site rotation was advised. Symptoms included elevated blood glucose. Outcomes included user troubleshooting and education with site change and relocation.